Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. (B)(4)placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the left eye nine days post treatment. Flap lift and rinse was performed on the left eye for removal of epithelial cells. There was no loss of best corrected visual acuity (bcva) reported.